Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Concomitant medical products: cat #300-01-13 - equinoxe, humeral stem primary, press fit 13mm; sn (B)(4). Cat #300-10-45 - equinoxe replicator plate 4.5mm o/s; sn (B)(4). Cat #300-20-02 - equinox square torque define screw drive kit; sn (B)(4). Cat #310-01-47 - equinoxe, humeral head short, 47mm (beta); sn (B)(4). Device is implanted. Design-related issues: exactech is aware of 58 complaint reports due to loosening/glenoid loosening involving an anatomic glenoid component since 2008. Sales data for glenoid components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaint reports involving parts from this manufacturing lot of 17 units. The manufacturing records for this device only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. Corrective actions are not required because loosening is listed in the product labeling, the occurrence rate is ¿very low¿, and the risk is captured in the rmr. Most likely cause: the loosening reported was likely the result of an insufficient bond between the implant and the bond which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the device was not available for evaluation. Postoperative component loosening is a known complication associated with total shoulder arthroplasty. Per complications of total shoulder arthroplasty (1), postoperative component loosening was the number one most frequent complication of total shoulder arthroplasty, with a prevalence of 39% and 6.3% of all shoulders. There are anywhere from 5% to 42% revision rates (unrestrained and restrained implants). Loosening of the humeral and glenoid components is a common event, accounting for 39% of complications. Factors that have been associated with glenoid stability have included the preservation of the subchondral plate, concentric reaming of the glenoid, biomaterial design and selection, and glenohumeral mismatch of the prosthetic. Bohashi, k. I., et al. Complications of total shoulder arthroscopy. Journal of bone and joint surgery, 88:2279-2292, october 2006. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. Revisions or surgical interventions are a known complication found in joint replacements. There are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. Revisions or surgical interventions are a known complication found in joint replacements. There are device specific risks of fracture, migration, loosening. The patient was advised to have a revision. An investigation was conducted; the loosening reported was likely the result of an insufficient bond between the implant and the bond which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
It was reported from the equinoxe shoulder study that the patient developed a loose glenoid implant noted on x-ray at year 2 post-op (2013) subject did not become symptomatic until around year 7. The patient has been advised to have a revision. No revision reported, device remains implanted. No additional information.